Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have experienced high and low blood glucose. Customer reported of having high blood glucose of 600 mg/dl and over treated with manual injection and blood glucose dropped. Customer found out that high blood glucose was due to not connecting properly. Customer's blood glucose fell to 40 mg/dl and treated with food. Customer reported that blood glucose again went up to 425 mg/dl the next day, with small ketones and was treated with manual injection and blood glucose dropped to 58 mg/dl, which was treated with food. Customer contacted healthcare professional each time. Healthcare professional adjusted morning basal which resolved issue. Customer states that blood glucose fluctuation was to be expected due to customer traveling and not eating correctly. Customer declined troubleshooting.